Event description:
A female, patient, underwent aaa repair in 2009. The patient's initial procedure took place in 2008, a flex main body and two iliac leg grafts were placed. Another iliac leg graft was used to extend down and repair an endoleak. The type I endoleak was due to the aneurysm reforming over the past year. Post-operative angiogram looked great and the patient is recovering.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an instructions for use (IFU) describing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. The patient is recovering at this time. Based on information in the case file, the patient is recovering. We will continue to monitor for similar complaints.